Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was in use and the staff noted a ruptured occurred while in the or after the case. As a result, the iab was removed in the or. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) was in use and the staff noted a ruptured occurred while in the or after the case. As a result, the iab was removed in the or. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab: blood in helium pathway is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.